Manufacturer narrative:
New information received indicated that the aware date of this event was 2013-(B)(6) and has been corrected.

Event description:
It was reported that the patient was non-compliant with their post-op restrictions. They were bending over two weeks after being implanted so the lead had migrated. The lead was revised on (B)(6) 2013. They present with a change in coverage after moving furniture less than four weeks after their revision so they again had a lead revision. On (B)(6) 2014 they had another lead placed.

Event description:
Additional information received reported there was a correction made to the date of the patient¿s placement surgery. It was initially reported that the replacement occurred on 2014-(B)(6) however new information confirmed that it occurred on 2014-(B)(6).

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. (B)(4).